Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient wasn't receiving adequate relief from their system. The physician determined that the lead placement was a level lower than their previous leads and decided to replace the lead with an MRI compatible lead; during the procedure the lead was positioned higher in the epidural space. There were no environmental/external factors that might have led to this issue. All impedances were good and the lead was functioning properly but the previous lead simply seemed to be in an unideal position. The issue was noted as being resolved. No further complications reported.

Manufacturer narrative:
Continuation of d11: product ID: 39565-65, lot#/serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had a defective electrode which led to lead replacement in (B)(6) 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4) implanted: (B)(4) 2014 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the cause of the implanted battery not working/charging and only lasting 24 hours was not determined. The health care provider is going to schedule surgery to revise the electrodes to a higher level; however, at the time of the report, a surgery was not scheduled, and it was unknown .if any of the components would be removed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient called patient services on (B)(6) 2018 indicating that their implant is not working or charging and it¿s supposed to be replaced. Their healthcare professional (hcp) called the manufacture representative (rep) since tuesday but the rep has not called back and the rep has done that before. The patient does not want that rep at their appointment. The patient reports that the ins will last for 24 hours and the rep has reprogrammed but it is not helping. The event date was noted to be a couple months prior to (B)(6) 2018 and that the rep was originally notified at that time. Patient services sent out an email to other local reps in the area. Additional information was received from the rep on (B)(4) 2018 indicating that they were not made aware of the ins not working, ins not charging, or it only lasting 24 hours. The rep did a reprogramming to see if they could get relief in their back so they tried evolve but it was working fine for what it was implanted for. The rep is working with a different hcp as the implanting hcp has not reached out. There were no patient symptoms reported and no complications reported.